Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specifications. Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -14.00/2.5/072 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault and refractive surprise. Reportedly "no visual improvement. (Va 20/50). Higher vaulting was also noted". On (B)(6) 2023 the lens was exchanged with a shorter lens length and a different power and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -14.00/2.5/072 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Patients vision after surgery was 20/50 +1 with vault around 1000. After 2 weeks with no visual improvement, the lens was exchanged for a shorter length lens of different power. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the problem resolved. Claim # (B)(4).